Manufacturer narrative:
Other, other text: one level 1 normoflo irrigation fast flow systems - h-1100 was returned for analysis in good condition. The reported issue was confirmed and is due to a crack in the return tube which had leaked water, and damaged multiple internal components. The tube was replaced along with the printed circuit board and other components. The device passed testing.

Event description:
Information was received indicating that the level 1 normoflo irrigation fast flow systems - h-1100 series was overheating. There were no adverse events reported.